Manufacturer narrative:
Exact date unknown, event occurred two months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.